Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Wrong test strips returned;unable to evaluate. Most likely underlying root cause of malfunction: user's test strip had a poor storage (kitchen).

Event description:
Customer complains of low results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 120-140mg/dl fasting. Verified the strips expire 11/30/2018. Customer confirms the strips have been stored in the kitchen and were first opened on (B)(6) 2016. Customer performed a back to back blood test and obtained 168mg/dl and 154mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: 99mg/dl, 100mg/dl, and 66mg/dl result from (B)(6) 2016. Customer stated he is concern about was not found in the memory of the meter. Customer calling stating the meter is reading low results. Customer stated that on (B)(6) 2016 before breakfast at 8:00 am with result of 66 mg/dl, customer stated that knows when the blood sugar is low because will start shaking. Customer had impair vision, was not able to read properly date and time on the meter memory. Meter memory was not set with date and time correctly.